Event description:
It was reported that the siderails may not latch due to having the incorrect center latch assembly installed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the siderails may not latch due to having the incorrect center latch assembly installed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the unit was built correctly during manufacturing. The siderails on this unit are available in two different styles. One style where the siderail raises and lowers completely when unlatched. The other styles has an intermediate stop so the rail cannot be raised or lowered in one full motion. This unit has the intermediate stop style siderails. The customer did not like this style and requested that the other style be installed. No malfunctions were reported and the unit was confirmed to be assembled to specification. This is a customer preference issue only.